Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the device was evaluated by the manufacturer it was noted, the reamer head was found to be missing approximately two and a half (2.5) of the four (4) prongs. The device was broken intra-operatively when the shaft was smashing into the head. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was performed ¿ one drive shaft, minimum 520mm length, for use with reamer/irrigator/aspirator (ria) (part number 314.743, lot number 14695-01) was received. It was reported that intra-operatively a ria was not assembled properly and during use it separated and the shaft was smashing into the ria head. The complaint condition is confirmed since the drive shaft was received with a broken distal tip and additionally the reamer head was found to be broken. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. While it cannot be definitively determined, the condition is likely a result of the method of use of incomplete assembly and excessive force. Further evaluation at the chu shows that, during use, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The returned drive shaft and reamer head were both received in a broken condition with portions missing such that they would no longer properly assemble. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The break is roughly oblique located within 7.0mm to 10.4mm and with one narrow portion extending 15.3mm from the distal edge of the drive shaft helix. The missing portion is estimated to be approximately 14.5mm long. The helix is worn but intact. A review of the current design drawing was performed. The design history was determined to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Device history record review: criterion tool & die, inc. Manufactured the device. The certificate of compliance and the certificate of conformance indicated the lot was manufactured and conformed to specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint-related issues with this lot. The parts were released to the warehouse on 27february2007. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2015 intra-operatively, a reamer/irrigator/aspirator (ria) was not assembled properly and during use it separated and the shaft was smashing into the ria head. One small piece of shaft broke off into the patient's tibia intramedullary (im) canal, but was retrieved through suction. The surgery was completed successfully. There was a reported three (3) minute delay. This is report 1 of 1 for (B)(4).